Event description:
It was reported the device was not used during the procedure. It was reported by the affiliate that the surgeon was practicing closing the device outside the body when it jammed and broke. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974412. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, yes ; nose shroud cracked/broken, yes ; staples in nose, yes(2) ; staples in the track, yes(22) and trigger engaged with precock, yes. Functiional tests & results: cylced instrument no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instruments's staples "malformed and some would not release" during surgery may have been due to a rotating head housing weld which had yielded. The rotating head housing weld was examined and it appeared to have been welded thoroughly. No conclusion could be reached as to why the head housing weld yielded. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.